Manufacturer narrative:
Initial and final MDR 1926537 - MDR 3003442380-2024-18097 - device 2 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 15 infusion set leakage at site event on (B)(6) 2024. Infusion set has been used for 2 days. The blood glucose level was 360 mg/dl. Customer changed supplies as necessary and resumed insulin therapy. No further information available.